Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The procedure was a robotic laparoscopic supracervical hysterectomy. The procedure was completed with another like device. The surgeon opined that the tissue was very calcified and believed that too much tissue had been attempted to be morcellated at once.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device was stalling. There were no adverse patient consequences reported. Additional information has been requested.